Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was observed that during the device evaluation, the gastrointestinal videoscope exhibited a whitish foreign material from the air/water tube and cylinder. There were no reports of patient involvement.

Manufacturer narrative:
This supplemental report is being submitted, to provide the results of the legal manufacturer's final investigation. A review of the device history record found no deviations, that could have caused or contributed to the reported issue. It has been over 6 years, since the subject device was manufactured. Based on the results of the investigation, the foreign material could not be identified. There was no physical damage where the foreign material was found. It was unknown, if there was a deviation from the instruction for use (IFU) in the reprocessing steps for the area, where foreign material remained. Therefore, a definitive root cause of the foreign material that remained in the air/water channel and air/water cylinder was could not be established. The instruction manual states, the detection method associated with the event in "gif-h185, operation manual chapter 3: preparation and inspection". And preventative measures in "gif-h185, reprocessing manual chapter 5: reprocessing the endoscope". Olympus will continue to monitor field performance for this device.